Manufacturer narrative:
The user reported receiving frequent "no sensor detected" alerts. Although the transmitter briefly paired and occasionally showed good signal, primarily when pressure was applied, it could not maintain a stable connection despite multiple troubleshooting steps, including repositioning and alignment adjustments. During a zoom session, additional placement testing confirmed no-to-low signal strength in all directions, and the user was unable to palpate the implanted sensor. The issue was not resolved with transmitter replacement; therefore, the user was referred to their hcp to discuss next steps, including possible sensor removal and replacement. Both the sensor and transmitter were requested for further evaluation. Investigation of the returned transmitter and sensor did not identify any device-related issues. The transmitter passed all testing, and no problem was found. The returned sensor achieved excellent and stable signal detection, with no malfunction observed in the sensor-to-transmitter connection. Based on these findings, the reported issue was likely due to the sensor being inserted too deeply or at an angle.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received no sensor detected alert which led to early sensor removal.